Event description:
It was reported that the insulin pump delivered a bolus on its own while the customer slept. It was stated that the customer's mother checked her blood glucose during the night, and the reading was 3.5 mmol/l. The customer's mother checked the bolus history, and found that the insulin pump programmed a bolus of 29.7, but because the bolus maximum is set to 7.0, the insulin pump stopped delivering at 7.0. It was stated that the insulin pump was not exposed to high magnetic fields. It was stated that the insulin pump does not give the bg reminder alarm either. In addition, the mother reported a partial display at times. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.